Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the light cover glasses adhesive was worn; optical cover glass adhesive was worn; distal end adhesive was lifted; insertion tube bending section cover adhesive was lifted; control body side cover was leaking; scope connector had excessive fluid ingress; plug body was unable to connect; insertion tube orientation was out of alignment; up/down/left/right angle were out of specification; up/down angle play failed play evident; automated air leak test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the colonovideoscope had error code e315 occurred. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, a review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was visually inspected, and functional testing was performed. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications. Water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. Olympus will continue to monitor field performance for this device.